Manufacturer narrative:
Date sent to the FDA: 09/20/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced urinary incontinence, intrinsic sphincter deficiency, pelvic pain, and dyspareunia. The other procedure is captured in a separate file. No additional information was provided.